Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that after reconstitution using a vial-mate adapter, there was back flow into the vial. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.